Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 29, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the phacoemulsification portion of a cataract extraction with intraocular lens implant procedure, the system displayed a system message. The system was re-booted and the system message was displayed again. The surgery was not completed and the patient was transferred to another facility. Additional information has been requested, but none has been received to date. A completed questionnaire stated the handpiece was inserted into the eye and there was no phacoemulsification (phaco) power. Infusion flow was present. The handpiece was exchanged, and the system was re-booted two times, but there was still no phaco power. On the second attempt to re-boot the system a big error message covering the screen appeared and could not be restarted. The patient was hospitalized. An unplanned surgical procedure was performed. The patient's symptoms have resolved with treatment.